Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 318 mg/dl. The customer stated that she did not change infusion sets. Customer stated that, after several tries, the insulin was able to exit. Customer could not perform troubleshooting due to past event. Advised to do a complete set change as soon as possible. Advised to call back if the alarm occurred again in order to troubleshoot. Advised to monitor insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.